Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt was implanted in jun 2009. During the surgery the mastoidectomy was closed with bony cement. After the surgery the device was working correctly and the pt was hearing well, but the pt's skin flap never recovered completely and became infected. Five cycles of antibiotics were given to the pt up to (B)(6) 2011, but the wound still did not completely recover. Over the last 3 months, the bony cement started to extrude through the pt's skin. The pt attended a further consultation and the surgeon carried out a revision surgery to remove the cement and carry out reconstruction of the skin flap on (B)(6), 2011. However, after the revision surgery, the pt no longer had any benefit from the device, although his audiogram remained the same. The surgeon decided to explant the device on (B)(6), 2011. Vibrant med-el were not informed of, or were aware of the revision surgery or the explantation surgery until (B)(6), 2011.